Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4). **correction: this MDR was submitted under the incorrect number of 1317056-2020-00300 on october 19 2020. Thjis report is being submitted as the correct numbering sequence of 1317056-2020-00157. Please void / disregard MDR 1317056-2020-00300.

Event description:
An angiodynamics territory manager reported that a patient's exodus 8f biliary drainage catheter was observed through imaging to have split into two pieces, right by the pigtail inside of the patient's liver. An additional procedure was performed to remove the catheter tip (requiring additional patient sedation). The device was not replaced as the device was being removed at end of treatment. It was reported the patient was post-op whipple. There was no permanent harm or injury to this patient due to this event. The reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress.